Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the image going white and too bright to see, could be attributed to the light source cable not being securely connected. The following caution is stated in the instruction manual concerning connection of the cable: "properly and securely connect all cables. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to make sure the lamp is in auto and at 0 on brightness. Tac also instructed to check the back of the clv-180 and ensure the light source cable was secure on both the devices. Customer found no cable connected to the cv port on the clv-180. Customer also check the cv-180 to see if there is a cable connected to the cv-180 light source port and connect the other end of the light source cable to the cv port on the clv-180. Additionally, tac verified the lamp hours was currently at 500 hours and needed to be replaced. After troubleshooting, the customer confirmed the lamp is now adjusting. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when the doctor is in the colon he can see everything, but when he gets close to the mucosa the image whites out and it is too bright. The event occurred during a diagnostic procedure. There was no harm, infection or user injury reported due to the event.